Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's blood glucose was 600 mg/dl. The customer treated high blood glucose with a manual injection. The customer also stated that there was a leak on the infusion set the cannula was bent and she had some no deliveries, they changed everything twice. The customer declined to troubleshoot for bent cannula and high blood glucose. The device will not be returned for analysis.